Event description:
The pt was being transferred by air and was being supported with an impact emv+ portable ventilator when, approximately 2-3 minutes before landing, a "run-time" failure alarm was exhibited. The pt's o2 saturation was reported to begin dropping. The pt was immediately switched to manual ventilation and the transport completed on manual ventilation. Other than the temporary reduction in o2 saturation, the clinician reported there was no additional adverse event to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it is assumed that the device malfunction caused the need for manual ventilation and, because of this, the event is being submitted as a serious injury.

Manufacturer narrative:
Device was tested upon receipt at impact and, though the device input test did not confirm the failure, latency in the device autocal valve is believed to be an intermittent problem. The device autocal valve was replaced and device functional testing was performed. The issue of latency of the autocal valve is currently being investigated at impact and a corrective action will be implemented per this root cause analysis. The device was returned to the end user after it was tested and found to be within specification.